Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Revision op notes noted that the patient was making headway on his shoulder, when suddenly he had a sharp pain. Surgeon notes patient discontinued the use of his sling, possibly prematurely, and the sharp pain occurred, causing the patient to seek intervention. X-ray confirmed a l shoulder dislocation. Patient had an unsuccessful closed reduction attempt in the ER, and eventually had the revision. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: part # unk, humeral stem, lot # unk, part # unk, baseplate, lot # unk, part # unk, glenoid head, lot # unk.

Event description:
It was reported that approximately 1 month post implantation, the patient was revised of the poly liner due to recurrent instability and dislocations. The polyethylene liner was removed and replaced, and a spacer was implanted for increased stability. Attempts have been made and no further information has been provided.